Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of peritonitis. However, it is unknown if this patient was utilizing fresenius product(s) at the time their reported peritonitis event was diagnosed. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the fresenius cycler with fresenius cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the fresenius cycler with fresenius cassette can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
In a customer experience survey, it was reported that this patient experienced peritonitis while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, a charge nurse confirmed the patient was previously on pd modality several years ago. Additionally, it is unknown if the patient was utilizing fresenius products when the peritonitis event occurred. The charge nurse did not have any other information about the peritonitis to provide as the patient has been discharged from the clinic system. No further follow-up could be performed.

Event description:
In a customer experience survey, it was reported that this patient experienced peritonitis while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, a charge nurse confirmed the patient was previously on pd modality several years ago. Additionally, it is unknown if the patient was utilizing fresenius products when the peritonitis event occurred. The charge nurse did not have any other information about the peritonitis to provide as the patient has been discharged from the clinic system. No further follow-up could be performed.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the system from this patient regarding to cassette product been delivered. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.